Event description:
It was reported that a plunger sensor failure occurred. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the tamper seal was intact, the flippers were sticking up, the bottom case was cracked, and the plunger head had contamination upon receipt. Error code for the plunger not in place was found in the device event history log. Results: the customer reported issue was confirmed. Root cause of the reported event would be attributed to contamination of the plunger head which would further be attributed to improper handling by the customer. All parts of the plunger head were replaced. The cracked case bottom was replaced, the software version was updated to v6.0.1. Function and delivery tests were performed and passed. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Corrected data: d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.